Event description:
On (B)(6) 2024, it was reported by a distributor via sems-06641157 that an ar-1588rt-2j tihtrope broke on, the tibial side upon final tensioning. This occurred during a hamstring acl on (B)(6) 2024, where the abs button was tied over leftover sutures and backed up with a swivelock. The case continued with no effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.